Manufacturer narrative:
Product event summary: analysis of the device memory indicated a lead impedance out of range alert.

Event description:
It was reported the impedance on the high voltage portion of the right ventricular (rv) lead was over 200 ohms. The rv lead coil had also moved from posterior to interior cardiac. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4968 implantable pacing lead, implanted: unknown. (B)(4).